Event description:
The programmer was returned to the manufacturer due to a broken handle after being dropped, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) thermal sensor 6 display panel tested out of specification. A printed circuit board was found electrically out of specification. Device handle and lower case are broken. Power cord bay is missing a latch.